Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.